Manufacturer narrative:
The pod arrived fully deployed. The soft cannula was observed to be shortened or cut, measuring out of specification. This damage extended to both the external and internal portions of the soft cannula. It was determined that both portions were damaged as a result of the same event, however the exact cause and timing could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp3a.251105.015. Hardware: pixel 9. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 275 mg/dl while wearing the pod between 4 and 24 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high. As treatment a new pod was applied.